Manufacturer narrative:
Aware date used as event date is unknown. Estimated based off the event occurred approximately 2 years post-implant.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two years later, the patient presented with a pe and cardiac tamponade of unknown origin. The patient was transferred to surgery and the pe was drained through a surgical window. A transesophageal echocardiogram was performed to verify resolution of the pe which revealed what the physician believed to be cardiac tissue on the watchman device. The tissue dislodged and traveled to the patient's leg causing a cold foot. The tissue was removed and the patient is doing well. No additional information is known.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and thromboembolism occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two years later, the patient presented with a pe and cardiac tamponade of unknown origin. The patient was transferred to surgery and the pe was drained through a surgical window. A transesophageal echocardiogram was performed to verify resolution of the pe which revealed what the physician believed to be cardiac tissue on the watchman device. The tissue dislodged and traveled to the patients leg causing a cold foot. The tissue was removed and the patient is doing well. No additional information is known. Further input from medical safety indicates that the pe and tamponade are not attributable to the watchman or the procedure given that the events occurred approximately two years after implant.

Manufacturer narrative:
H6: patient and impact coding updated to reflect additional information from medical safety. B5: narrative updated to reflect changes in reporting.